Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances on the s1 lead. As a result, surgical intervention may be undertaken in the future.